Event description:
Received a call regarding dexcom g7 sensors. The reporter stated," I use this product in connection with insulin pump tandem t2 square which produces glucose reading which directs insulin dosage. I changed the sensor on (B)(6) 2025 at 11:00 am (est), I put up new sensor, it failed. I called the company 24/7 line, waited for 40 minutes without getting connection. The sensor failed. I put another sensor which displayed share failed which seems like computer connection issue. I called the manufacturer customer line and was on hold for two hours. Lack of customer support is concerning." Ref report: mw5168445.